Event description:
It was reported that the programmer would not boot up. The hour glass remained on the screen. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device powers up with no errors or delays. As a preventive measure, the hard drive was reconfigured and software was reloaded and updated. (B)(4).